Manufacturer narrative:
1. The customer returned 2 photos, no defective sample. One photo shows bleeding at the end of the septum, while another photo shows bleeding at the prn interface. 2. DHR/bhr review (lot#4052079): 1) the products of this batch were assembled at intima ii auto line 4 in (B)(4) 2024 and packaged at r240 package line in (B)(6) 2024. Work order quantity was (B)(4) pcs. 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications. 4) no unqualified deviation or rework activities in the production process. 5) the septum assembly equipment without abnormal maintenance. 3. Take the retained sample of this batch for relevant functional tests: 1) 800mm simulated clinical leakage test, the test passed, and no leakage was found at septum. 2) 45psi leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4. Regarding the leakage of the septum, the plant has launched CAPA to further investigate the root cause. 5. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. Conclusion(s): no abnormality is found on process and retained sample. The returned photos respectively show the leakage of blood at the septum and the prn. Regarding the leakage of the septum, the plant has launched CAPA to further investigate the root cause. Since no defective sample is received for relevant tests, and the use of the sample is unknown, so the root cause of leakage at the joint of the prn cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked. The hospital reported that there was bleeding from the white isolation plug and the heparin cap during use. The quantity is 2. The samples cannot be returned. Photos can be provided. Green claim is required. Complaint reply letter and receipt letter are required.